Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the touch pen stylus was not responding and the stylus was replaced and calibrated and it was verified that the issue was resolved; however, the overlay/bezel assembly was replaced as well as a preventive. Analysis also noted that the left keyboard hinge was broken and it was replaced, and that logs showed that the programmer had been slow to boot in the past and therefore the hard drive was reconfigured and the software reloaded.

Event description:
It was reported that the programmer's stylus touch pen was not responding. It was changed out and the replacement pen worked for a day and then stopped responding again. It was noted by the user that it was believed that this was an issue with the screen and not the stylus itself, although it was additionally noted that the screen had been sharing a "live electrocardiogram" the whole time and did not freeze. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).